Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose reading of 600 mg/dl. Customer declined troubleshooting for high blood glucose reading. Air bubbles from the reservoir caused the high blood glucose reading. Customer daughter said the air bubbles was very large. Customer went to a hospital but the reasoning was not for high blood glucose reading. Customer daughter will call back to troubleshoot once the customer is present. Insulin pump will not be returning.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.